Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information available, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation and tissue damage were a result of the reported slda. The reported patient effects of recurrent mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were a result of case specific circumstances as another clip was implanted to stabilize the slda clip and the patient was hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Event date: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the (single leaflet device attachment / slda), tissue damage, and increased mitral regurgitation (mr) requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat mixed mr with a grade of 3-4. Two clips were implanted, reducing mr to <1. At a later date, it was noted one clip had detached from one leaflet (slda) and the mr increased to 3-4. Per the physician, it is possible the anterior leaflet tore however could not be confirmed. A second procedure was performed on (B)(6) 2020. One clip was implanted, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.